Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured, and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have not received any sample from customer for analysis. We received 12 closed samples from stock to analyze this complaint. Tightness test to the samples received from stock has been performed, and the units are tight. We have tested the needle attachment strength of all the samples received from stock and the results fulfil the requirements of (B)(4): 1.15 kgf in average and 0.80 kgf in minimum (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of (B)(4) b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn suture. The client reported that the needle is detached from the thread very easily during laparoscopic surgery. The tissue sutured was normal. There is no more information available.